Event description:
The facility was using two rinses with rapicide opa. Aer manufacturer recommends three rinses for opa. Program has been changed to three rinses. No cases of chemical colitis reported.